Event description:
It was reported that an asymptomatic patient presented in clinic for a follow-up. Interrogation revealed that the implantable cardioverter defibrillator exhibited backup vvi for an unknown reason. Programming changes were made to restore the device. The patient was stable.